Event description:
Event occurred regarding a 102" (259 cm) appx 8.2 ml, pur standardbore or smallbore transfer set w or microclave clear, dual check valve, 1.2 micron filter, luer lock where it was reported that solution was leaking from where this tubing connects to the total parenteral nutrition bag (baxter tpn). Line was fully inserted and fluid was still leaking around it. No visible tears or break in medication bag. There was patient involvement but no harm. There was delay in treatment or therapy. This is the first time the problem occurs.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.